Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump for unknown indications for use. It was reported that the patient had been getting an alert on their controller that said 'motor stall code 100 contact clinician immediately' since (B)(6) 2026. The hcp stated that the patient was blind, and they get voice alerts from their handset. The hcp mentioned that the patient may have been getting this message as far back as a week ago. The hcp stated the patient was with someone last night and they were looking at the controller and the patient got another error code 100 (the same one) but the patient was still able to give themselves boluses. The patient was still seeing the message alert even after restarting the handset. The patient had an appropriate amount of medication in the reservoir at their refill 'so it was clearly working properly'. The hcp verified that the pump was not alarming. The issue was not resolved through troubleshooting, and it was recommended that the logs be sent in for review.